Event description:
It was reported that during in-clinic follow-up, lack of slack was noted on the right atrial (ra) lead via x-ray was performed. The lead had micro-dislodged, it was barely hanging on. The lead was explanted and replaced. The patient was stable.